Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog on lot # 8338617. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle would not allow insulin to flow through during injection. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 320144, batch no. 8338617. It was reported that insulin would not flow through the pen needle. (B)(4) record issues that occurred last year from this consumer which are mentioned in verbatim. Verbatim: in the past few weeks I have had needles that would not permit insulin to be injected. This happened on at least three occasions. Luckily I had a spare needle with me. I travel and have to take inject in my car and it is important that I have a pen that works. You may wish to have a look at quality control. This has happened before but not as frequently as the past month or so. About a year ago I sent the above message. I would wish to advise you that the same problem has occurred once again. The lot number of the pen needle being used is 8338617 with an expiry date of 11/2023. I bring this to your attention with regards to quality control. This is my first experience with a defective needle since last year and I use about 3 boxes every 3 months so perhaps this is in the acceptable error rate.